Event description:
It was reported that a patient underwent an arterial bypass graft in the left leg to increase blood flow and prevent further occlusion complications approximately four years and three months post implantation. The patient presented to the ER with changes in color and sensation in the left foot. The physician attributed the event to recreational drug-induced ischemia with rhabdomyolysis and dermal lesions leading to necrosis of the phalanges. Six weeks later, the patient returned with the same complaints. This time, the patient had an arteriogram which showed arterial compression secondary to the knee prosthesis. The patient then had an arterial bypass graft in the left leg to increase blood flow and prevent further occlusion complications.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-01841, 0002648920-2023-00148, 0001822565-2023-01843, 0001822565-2023-01844. D10-medical product: size 5 precoat cemented tibial component, item# 00588000500, lot# 61518663; long 15mm diameter 155mm length straight stem extension, item# 00598801115, lot# 62172241; femoral hinge service kit size c, item# 00585007013, lot# 61929556; unknown 14mm poly. G2- spain. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication during the primary surgery. Five months after the surgery, patient was admitted to the ER for change in color and sensation. Patient underwent bypass graft due to arterial compression secondary to the knee prosthesis. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Complaint is confirmed based on the medical record review. H6: component code: proposed component (annex g) code is: - mechanical (g04) - stem. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.